Event description:
Additional information was received from a healthcare professional (hcp). The patient was brought to the operating room with the representative for contrast study/device test. The pump was functioning. The patient was given morphine 30 mg oral; twice a day (bid) on (B)(6) 2017 and oxycontin 30 mg oral twice a day (bid) on (B)(6) 2017. The hcp was supplementing the intrathecal medication with oral opioids as this was likely a pain flare and not symptoms of withdrawal. It was likely the patient was not in withdrawal and relating his painful symptoms to withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a consumer receiving morphine [10 mg/ml] at a rate of 0.999 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient was experiencing withdrawal symptoms. The patient's dose was being decreased in preparation for discontinuing their therapy. The pump went dry and was refill with drug on (B)(6) 2017. Post-refill the patient had been doing fine. The symptoms included nausea, severe pain, shaking, chills, and sweating. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.